Event description:
On an unknown date in 2023, the patient underwent emergency endovascular treatment of a ruptured descending aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctag ac) and a zenith alpha¿ thoracic endovascular graft (zenith). On (B)(6) 2024, at the postoperative follow-up, a type iii endoleak was identified from the overlap between the ctag ac placed proximally and the zenith. Furthermore, it was also observed that part of the distal end of the ctag ac implanted on the distal side was not adhering to the aorta and floating at the bend of the distal neck. It was indicated that this condition had been present since the initial implantation. On (B)(6) 2024, a reintervention was performed to repair the type iii endoleak and to prevent the development of a potential distal type I endoleak. Two additional stent grafts were placed. The endoleak was successfully resolved, and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.